Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of noise with pacing inhibition. The device was checked in clinic, but noise was not able to be reproduced. After review of device data, the source of the noise appeared to be external noise as no further noise was seen in clinic. Technical services discussed programming options. This device remains in service and will continue to be monitored. No adverse patient effects were reported.